Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to "low circuit leak". The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. During the evaluation, the device failed a test step during testing. The ventilator's oxygen blending module board and sensor board need replaced to address the issue.